Event description:
Angiogram revealed "chronic occlusion" of the graft to the posterior descending artery and stenosis of the graft to the obtuse marginal artery. Ptca was performed on the obtuse marginal graft and both connectors remain implanted.